Event description:
Terumo corporation received the following information: it was reported that when 2 cc were deflated from the tr band balloon as part of the standard procedure, bleeding was observed at the puncture site. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number: since the lot number was unknown, the investigation could not be performed. There have been no similar incidents due to manufacturing defects in the past three years. Since the actual device was not returned and the investigation could not be performed, it was not possible to clarify the cause of the occurrence. Relevant IFU reference [precautions]: depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly. When connecting the tr band inflator included in the kit to the tr band, keep the plunger in place. Releasing the plunger will cause the air to expel from the tr band. Loss of air compression may cause bleeding. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.